Event description:
It was reported that telemetry confirmed that a critical alarm occurred. It was noted that the alarm was due to a motor stall. The pt had an MRI "twenty minutes ago." The pt's physician was going to wait ten minutes and then re-interrogate to obtain the event logs and confirm the recovery. It was stated that the physician would contact the manufacturer if recovery did not occur. No further pt symptoms, outcome or details were provided at the time of this report.

Manufacturer narrative:
(B)(4)